Manufacturer narrative:
A pump, two cylinders, reservoir, and detached tubing were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, malfunction.